Event description:
Event [preferred term] (related symptoms if any separated by commas), needle broke in my skin, leaving half of the needle on the skin [injury associated with device], needle broke [needle issue], needle bent [needle issue], only half of the liquid went in [incorrect dose administered by device]. Case description: study ID: (B)(6). Study description: trial title: to support the patient in the beginning of treatment with novo nordisk products for diabetes mellitus and obesity. The patient is instructed on how to use, transport and store the products, and receives orientation by phone, site or in person by a nurse. Patient's height: 180 cm. Patient's weight: 100 kg. Patient's bmi: 30.86419750. This serious solicited report from brazil was reported by a consumer as "needle broke in my skin, leaving half of the needle on the skin(needle stick/puncture)" beginning on (B)(6)2025 , "needle broke(needle broken)" beginning on (B)(6)2025 , "needle bent(needle bent)" beginning on (B)(6)2025 , "only half of the liquid went in(partial dose delivery by device)" beginning on (B)(6) 2025 and concerned a 61 years old male patient who was treated with novofine plus (32g) (needle) from unknown start date for "device therapy", , wegovy flextouch 0.25 mg (semaglutide 0.68 mg/ml) from (B)(6) 2025 and ongoing for "weight loss", dosage regimens: novofine plus (32g): wegovy flextouch 0.25 mg: (B)(6) 2025 to not reported (dosage regimen ongoing). Medical history was not provided. On (B)(6) 2025, patient reported after application (as per instructions) that the needle attached to the wegovy pen was bent and broken in the skin leaving half of the needle on the skin and other half in the pen. Patient was unable to remove the broken needle from the skin. Patient received only half of the liquid which was went in. Patient said he went to the pharmacy to receive more guidance, and the pharmacist advised him to clean his skin with soap and make contact with the laboratory, as the needle was possibly damaged. Patient disposed of the needle according to the instructions and it was put in trash can. Patient pointed out that the novonordisk's online video on the proper application of wegovy 0.25 was not the same as the instructions indicated on the packaging, as they are two distinct and separate instructions, which can cause confusion. Batch numbers: novofine plus (32g): requested wegovy flextouch 0.25 mg: pp5n317. Action taken to wegovy flextouch 0.25 mg was reported as no change. Event abated after use stopped or dose reduced for semaglutide b 0.68 mg/ml doesn't apply event reappeared after reintroduction of semaglutide b 0.68 mg/ml doesn't apply. On 18-jan-2025 the outcome for the event "needle broke in my skin, leaving half of the needle on the skin (needle stick/puncture)" was recovered. On 18-jan-2025 the outcome for the event "needle broke (needle broken)" was recovered. On 18-jan-2025 the outcome for the event "needle bent (needle bent)" was recovered. The outcome for the event "only half of the liquid went in (partial dose delivery by device)" was not reported. Reporter's causality (novofine plus (32g)) - needle broke in my skin, leaving half of the needle on the skin (needle stick/puncture) : possible needle broke (needle broken) : possible needle bent (needle bent) : possible only half of the liquid went in(partial dose delivery by device) : possible. Company's causality (novofine plus (32g)) - needle broke in my skin, leaving half of the needle on the skin (needle stick/puncture) : possible needle broke (needle broken) : possible needle bent (needle bent) : possible only half of the liquid went in(partial dose delivery by device): possible. Reporter's causality (wegovy flextouch 0.25 mg) - needle broke in my skin, leaving half of the needle on the skin (needle stick/puncture) : possible needle broke (needle broken) : possible needle bent (needle bent) : possible only half of the liquid went in(partial dose delivery by device) : possible. Company's causality (wegovy flextouch 0.25 mg) - needle broke in my skin, leaving half of the needle on the skin(needle stick/puncture) : possible needle broke(needle broken) : possible needle bent(needle bent) : possible only half of the liquid went in(partial dose delivery by device) : possible. No further information available. Preliminary manufacturer's comment: 30-jan-2025: the suspected devices have not been returned to novonordisk for investigation. No conclusion is reached.

Event description:
Case description: investigational results. Name of the suspect product: novofine plus (32g). Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Name of the suspect product: wegovy flextouch 0.25 mg. Batch number of the suspect product: pp5n317. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference or reserve sample of the batch.a visual examination of the returned product was performed. It was not possible to investigate the returned sample comprehensively as the pen was empty. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Since last submission, case was updated with following information: investigational results added for the suspects novofine plus (32g) and wegovy flextouch 0.25 mg is non-reportable field updated as no for novofine plus (32g) malfunction field updated as no for novofine plus (32g) final report check box was ticked, expected date of follow up report was deleted in EU/ca device information tab for novofine plus (32g) imdrf codes b, c, d, g codes were updated for novofine plus (32g) malfunction field updated as no for wegovy flextouch 0.25 mg expected date of follow up report was deleted in EU/ca device information tab for wegovy flextouch 0.25 mg type follow up report check box was ticked in medwatch device information tab narrative updated accordingly. No further information available. Final manufacturer's comment: 26-mar-2025: the suspected devices (wegovy flextouch and novofine plus needles) have not been returned to novonordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis per-formed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of the devices. Considering the nature of the event, injury associated with device could be due to accidental needle injury and incorrect handling of the product. H3 continued: evaluation summary name of the suspect product: novofine plus (32g) batch number of the suspect product: unknown no investigation was possible, because neither sample nor batch number was available.